Manufacturer narrative:
Information added/updated to section b4, g3, g6, h2, and h6 (component code, type of investigation, investigation findings, and investigations conclusions). H11: additional manufacturer narrative: the device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. The complaint for implant dislodged from a single leaflet, single leaflet device attachment (slda) intra-procedure was confirmed with empirical evidence based on information provided. Available information suggests patient factors likely contributed to the event due to anatomical issues with the mitral valve. The patient experimented a very broad mitral regurgitation, with development of both prolapse and flail. The pascal was no longer a proper solution for the patient and a surgical intervention took place the same day. Since no edwards defect was identified, corrective or preventative actions are not required.

Event description:
Per the report received from norway, edwards received notification of a pascal precision ace procedure in mitral position. During procedure, a single leaflet device attachment (slda) occurred in the first device. The patient had mixed mitral regurgitation. The initial strategy was considered multi-device. There were no anatomical or imaging complications during the procedure. There was no difficulty removing sutures. During procedure, the first device was implanted in anterior-posterior position (a2-p2) with a 12-6 orientation. An slda occurred from the first device. The second device was used to try to stabilize the first one. Stabilization was not achieved, so a bailout of the second device was performed and it was discarded. The initial mitral regurgitation grade was severe and remained the same after implantation of the first device and at the end of the procedure. The procedure was ended without achieving optimal reduction due to a very broad mitral regurgitation with both prolapse and flail. The patient underwent surgical intervention on the same day. Patient was in stable condition and recovering appropriately after the procedure.

Manufacturer narrative:
The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.